Event description:
An alarm 2 followed by an alarm 26 was reported by the customer. There was no adverse impact to the customer's blood glucose level. To resolve the occlusion issues, the customer changed the infusion set and cartridge and resumed insulin.